Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only the used infusion cannula line and infusion manifold were returned. The infusion cannula line was occluded with a piece of flash inside the straight through connector. Hard flash was also observed on both sides of the straight through connector. The occlusion in the straight through connector restricted air and fluid from flowing in the infusion cannula line and caused priming failure with a system message code. The system is designed to perform a quality safety to detect for this unwarranted condition and alert the user during priming, prior to surgery. The straight through connector is a molded component by our supplier manufacturer. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is related to insufficient draft on the core pin led to material adhesion and subsequent degradation of the shutoff surface, resulting in intermittent flash and/or occlusion of the molded bore. Action was taken and to address root cause the supplier has replaced damaged core pins, repaired tool damage, and completed gate area tooling repairs. Production of the part will also be ran at nominal parameters for a minimum prescribed period with engineering batch review, along with engineering trials to evaluate increased draft effectiveness. Additionally, supplier will execute verification production runs under heightened inspection to confirm absence of stretched necks, flash, or bore occlusion. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during irrigation and aspiration (ia) mode. A tube was clogged and solution did not pass through during the vitrectomy surgery. The surgery completion and product replacement details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).